Manufacturer narrative:
The customer was sent replacement tubing. In follow up with the customer on (B)(6) 2017, the customer stated that she was not diagnosed with thrush but was given nystatin and that she felt that she also had thrush. In follow up with a medela clinician on (B)(6) 2017, the customer confirmed that she received the new parts and stated that she and the baby were still battling thrush and nipple candidiasis, but it seems to be getting better slowly, and she had started on an oral antifungal therapy on (B)(6) 2017. It cannot be definitively concluded that the pump caused or contributed to the customer¿s thrush. Reported issues of thrush were investigated under ir13-0003 and the root causes were identified as: (1) lack of education/training to mothers on breast feeding and breast milk pumping; (2) insufficient guidance on breast shield sizing to prevent nipple trauma; (3) insufficient personal hygiene practices prior to breast milk pumping or breast feeding; and (4) no access to or not following the manufactures' instructions for the cleaning and sanitation of the breast milk pumping components. No corrective actions resulted as it was determined that detailed instructions are available and adequate in both printed and online formats for cleaning breast milk pumping equipment, personal hygiene, proper breast shield sizing to prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2017, the customer alleged to customer service that her baby had thrush and she wanted to know about sanitizing the parts/components for her freestyle pump.